Event description:
It was reported that the patient programmer was not working, even though the patient changed out the batteries 5 minutes ago (day of reported event). It was unclear what was seen on the screen because the patient also had the recharging unit in hand. It was reported that the patient fully charged the day before reported event and the day of reported event; the battery was empty again. It was noted that overnight stimulation stopped and the patient felt no tingle at all. It was noted that this event never happen before. It was reported that the patient was hit by a car while crossing the crosswalk at a retailer store on (B)(6) 2013. It was noted that this was when the problems started to occur with the patient's device. It was noted that the patient had an x-ray of the hip to see if any bones were broken, but did not have the device checked. It was noted no bones were broken. It was reported later that day, that the patient was able to get full coupling bars but the stimulator battery was not holding a charge. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n309729, implanted: (B)(6) 2011, product type: screening device. Product ID: 3550-39, lot# n307866, implanted: (B)(6) 2011, product type: accessory. Product ID: 355028, lot# n304094, implanted: (B)(6) 2011, product type: accessory. Product ID: 355028, lot# n181753, implanted: (B)(6) 2011, product type: accessory. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (b4), product type: programmer. (B)(4).